Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "alarm message: low leak-co2 rebreathing risk" (diagnostic code 1203), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that "alarm message: low leak-co2 rebreathing risk" (diagnostic code 1203), had occurred. The remote service engineer (rse) advised the customer to locate the whisper swivel and retest the device. The customer stated they would call back after testing. Resolution and disposition are pending, and the investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 04sep2024, 11sep2024, and 18sep2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.